Event description:
It was reported that the lead exhibited unacceptable thresholds and high impedance. The lead was not used and a new lead was implanted. The patient was feeling good during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.